Event description:
The customer called to report a centrifuge blood leak that occurred during a treatment procedure. Customer stated that she heard a pop and then noticed that there was blood inside the centrifuge housing and leaking from the system pressure dome. Customer stated that she had a system pressure alarm right when the popping noise occurred. Customer stated that they had a therakos trained biomed that would further troubleshoot/repair the instrument.

Manufacturer narrative:
Batch record review: review of lot history file for b310 was performed and there were no nonconformances associated with this lot at the time of the event. This lot met all release requirements. (B)(4) complaint database review: a review of complaints received for lot b310 was performed. There was 1 additional complaint reported for bowl leaks to date for this lot at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).